Event description:
Patient admitted to acute rehab in (B)(6) after having an intrathecal baclofen pump placed to control muscle spasticity due to multiple sclerosis. Patient was admitted to have the physicians slowly increase intrathecal baclofen dose as patient had developed significant weakness at initial dose. Three days later (B)(6) resident increased dose from 3 ug/day infusions to 5 ug/day infusion. Patient also received a dose of diazepam for muscle spasticity. Patient subsequently was noted to be sleepy/sedated for several hours afterward. Resident physician was notified and a rapid response was initiated. He interrogated the itb pump and noted that it was programmed to deliver 5000 ug/day of intrathecal baclofen. Once he confirmed that this was the case, he reprogrammed the pump to deliver 3 ug/day. Patient was unresponsive to sternal rub but with stable vital signs. Oxygen desaturations in upper 80's was noted and he was placed on o2 by (B)(6). Rapid response gave 2 mg physostigmine and rr was ended. Patient transferred to hospital after rr had ended. Patient still unresponsive. Stable, but unable to protect airway. Patient was discussed with neurosurgery on-call resident who assisted in patient assessment, intubation, and transfer to neuro ICU for close monitoring as intrathecal baclofen overdose.